Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/21/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide information requested below for each procedure reported: cat oophorectomy procedures ((B)(4)) and dog enterotomy procedure (B)(4). - what was the appearance of the suture after the wound dehiscence that occurred on the animal? Please explain. - did the suture break post-op? - did the suture pull out of the tissue? - was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? -was prescription medication prescribed for any of the animals' recovery? If yes, please provide medication name. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a dog enterotomy procedure in (B)(6) 2024 and suture was used. It was reported wound dehiscence and eventration within one week of surgery. Eventration was performed in another emergency veterinary structure. The wound has become infected. Surgery could be performed using potentially defective device without affecting animals to date. Additional information was requested.